Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that the station had a malfunctioning full height cubie drawer, which would not open. The engineer ran the hardware testing application and tested the drawer, which did not open and indicated as open in the hardware testing application. An fse removed the drawer and inspected the latch, finding that the magnet was missing from the latch. An fse then removed and replaced the latch and reinstalled it in the station. Upon rebooting, the drawer became operational and functioned correctly. The customer recovered the drawer and ran the hardware testing application to test it. The system functioned as intended after the field service engineer repaired the device.